Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after attempting to load the cartridge. The customer's blood glucose (bg) level was 369 mg/dl and insulin injections were used to address the bg level. After obtaining more cartridges, the customer successfully loaded a cartridge.